Event description:
Around the event day, they noticed the wire was remaining straight. The area was inspected. It was noted that a small piece from the tip of the instrument had broken off. Tip was retrieved (sample available) and xray was taken and 2-3 straight shots were noticed left inside the pt's abdomen.